Event description:
This is a gastrointestinal suture. The external part that slides down got stuck and would not move all the way down to the patient's skin. Had to break the suture to remove. Opened 2nd pkg and had same issue. Comes in a pkg of 2 and used 1 out of each pkg. Do not have any product to return but have pkg product came in. Supply chain received a recall on this item today but this lot# was not on the recall list. Same type of problem. When trying to place the last one in pt, the dr. Wet the suture before trying to slide down.